Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Due to a leak failure occurring in the scope (forceps channel), reprocessing could not be completed and foreign matter remained at the tip. The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had leakage and black fluid from distal end. The event occurred during reprocessing. The procedure was completed using the same set of equipment there was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings were as follows: the bending section cover adhesive showed signs of deterioration and separation on the thread-wound section. The insertion tube buckled, and the coating was peeling off, and had buckling on the protector insertion section. The angle knob rotation/angulation directions in the up/down and left/right were out of specification. The knob play right/left direction was out of specification. The right suction volume was out of specification. Due to damage on the channel tube, water tightness was lost. The adhesive on the bending section cover was detached. The connecting tube had a wrinkle. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.